Manufacturer narrative:
Product event summary #investigation summary - it was reported that the patient's "CPR" levels still showed elevation - it was. Continuation of medical devices: product ID neu_unknown_cath, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from social media on (B)(6) 2018 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was unknown. It was reported that for the patient's second attempts at a pump, they decided to go through the abdomen. It was noted that they waited a year, but the patient's "CPR" levels still showed elevation. It was supposed to be 0-5, but the patient's lowest was at 13.3. The patient's primary healthcare provider (hcp) convinced the patient that the number they were seeing had to do with inflammation, so they got a new surgeon as the first one said "no way." The new surgeon implanted a new pump, and after it was implanted the patient had no memory. A week later in emergency surgery, it was removed. The patient was on a ventilator with bacterial meningitis and a month later, the patient was just beginning to recover. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.